Event description:
The customer stated that she was treated by paramedics due to hypoglycemia. Troubleshooting was performed, and it was found that the customer was priming the insulin pump correctly. The insulin pump was programmed and accounting for the reservoir volume accurately. The displacement test passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.